Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed. The customer reported a blank display. Customer reported that battery cap contacts are missing, damaged and/or corroded. Customer reported blank display. The pump was received on may 9th, 2024 and found that the rubber ring at the bottom of the battery compartment of the pump had fallen off and screen display was affected and could not be used normally. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the active current test and sleep current test. However, no vibrating noise noted during selftest. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or in the pump history/trace files. Pump was cut open to perform visual inspection and evidence of moisture damage on the [pcba 1, j7 connector/pcba 2, j1 flex connector/harness assembly vibrator]. Unable to upload carelink files due to moisture damage on the electronic assemblies. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, vibrate anomaly confirmed during testing due to moisture damage on the harness assembly vibrator. Pump received with no battery cap, therefore cannot determine if battery cap contact is (missing/damaged). Pump received was properly tested using a test battery cap. Moisture exposure confirmed on the [pcba 1, j7 connector/pcba 2, j1 flex connector/harness assembly vibrator]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.